Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00086. It was reported that post implant, a significant high voltage lead impedance increase had been observed over time on the right ventricular (rv) lead. A replacement procedure was scheduled. Prior to the procedure, the connection portion between the rv lead and implantable cardioverter defibrillator (ICD) was noted to be bent and confirmed during the procedure. Both the right ventricular lead and ICD were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of high voltage lead impedance and a connection problem were not reproduced in the laboratory. All leads were able to be inserted and secured into the header normally. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal.